Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, intraperitoneal, every 5th day and duration not reported) and meropenem injection (1 gram, intraperitoneal, frequency and duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported the cause of peritonitis was reported as due to "weather condition". The patient was hospitalized on the same day as the onset and was discharged 10 days later. It was reported that the patient was also treated with amikacin injection (125mg, route, duration and frequency not reported) for peritonitis. At the time of this report, the patient has recovered from the event (10 days after onset). Should additional relevant information become available, a supplemental report will be submitted.